Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: was the wound re-sutured during the same procedure? If not, please explain. Yes. How long was the delay? Please specify in minutes. Within half an hour. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown what is the most current patient status? The patient has been discharged smoothly. Please provide the lot number. Unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the surgery, the suture broke on its own, causing the incision that had already been sutured halfway to split open. After the entire suture was removed, a new suture was replaced and re sutured. Increased the difficulty and duration of the surgery. There were no patient consequence reported. Additional information was requested.